Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the heat shrink was detaching from the pulse wires. The cause of the check belt alarms is interference among the pulse wires. The cause of the interference is the detached heat shrink. The root cause of the detached heat shrink cannot be positively identified. No adverse event resulted from the detached heat shrink on the pulse wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check therapy pad alarms. The pt was issued a replacement electrode belt.